Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open colon and bowel resection procedure, while on a colon, the surgeon fired the stapler but no staples were deployed. The knife blade cuts and left no staples as there were no staples at all in the cartridge. The surgeon had to resect more colon and redo the anastomosis to complete the case.